Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had received work order syringe pump needs to be replaced. So, I ran check in test. Item errors could not read module sensors during testing 127 mm fixture. Claws stay partially open. There was no patient involvement.